Manufacturer narrative:
Continuation of medical devices: 5076-58 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing observed on atrial tachycardia/atrial fibrillation (at/af) episodes. The patient underwent a cardioversion procedure for af, however no programming changes were made, with the atrial lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.